Manufacturer narrative:
No further information has been received from the author of the related report to determine if the device was used in accordance with the IFU or if any malfuctions were noticed before use.

Event description:
A magstim employee read an article whereby a 59-year-old male stroke survivor underwent single-pulse tms using a bistim and d70 coil. Approximately 5 min post-stimulation, he developed a generalized tonic-clonic seizure. Multiple seizures followed during transport and hospital admission. He recovered after 2 days. No reports of this event were made to magstim directly, the investigators conducting the tms study (the authors of the paper) reported the event to the metrohealth institutional review board (irb). Paper citation: yuk, j., hogan, s., wilson, r. D., knutson, j., & cunningham, d. A. (2025). Generalized tonic-clonic seizure following single-pulse transcranial magnetic stimulation to the ipsilesional primary motor cortex in a participant with chronic stroke. Clinical neurophysiology, 178, 2110944. No further information was provided by the author of the paper following 3 attempts to contact them by magstim.